Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Postoperative diagnosis was multiple recurrent incisional hernias. The procedure performed was open rives-stoppa retrorectus repair with mesh and right-sided transversus abdominis release component separation. The pre-op and post-op diagnosis was ventral incisional hernia. The patient experienced surgical revision, recurrence, pain, and bleeding.